Event description:
According to the facility on (B)(6) 2022, 'the tubing melted while connected to a pediatric patient'.

Manufacturer narrative:
According to the facility on (B)(6) 2022, 'the tubing melted while connected to a pediatric patient'. Per the facility they removed the device from the patient and replaced it with a different one, without a serious injury occurring to the patient. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.